Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. The identity of the foreign material is not known. The customer is trained on reprocessing as per instructions for use by olympus field service and ise correctly performing all the reprocessing steps including brushing without doing any delay in pre-cleaning. However, in this instance, the device was not fully reprocessed prior to return, since the issue of the broken forceps elevator wire prevented the completion of the reprocessing.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has presence of foreign material. This is attributed to insufficient cleaning. Other observations for the device: connecting tube has discoloration; universal cord has a scratch; knobs have play; light guide bundle has breakage; distal end cover has a dent; and forceps elevator wire (k-wire) has a cut, due to which forceps raising angle does not meet the standard value. The user¿s complaint broken forceps elevator wire was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of broken forceps elevator wire found during reprocessing. There is no patient involvement. Upon evaluation of the returned device, it was observed that the forceps elevator has presence of foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of the presence of foreign material in the forceps elevator as found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in instructions for use (IFU) were not performed properly due to device nonconformity which caused remained the foreign material in/around the forceps elevator. Although, the user is trained on reprocessing as per IFU by omsi field service and they are correctly performing the following asked reprocessing steps including brushing already without doing any delay of pre-cleaning. The event can be detected/prevented by following the IFU which state: operation manual chapter 3 preparation and inspection. Reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.